Event description:
Short v?v signals. Rv integritat counter alert, 1 ne aoctor was adre to generate oversensing in the device pocket. The lead ( linox s65 I was evident ok. Can ist be that the header is defective? Implant a neu lead 6935m sn: (B)(6), the old lead unox s65 was capped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).